Event description:
It was reported a patient underwent an unknown orthopedic surgery on an unknown date and a drain was used. The drain had adhered to the trocar needle, but it was separated and used due to the doctor¿s decision. The negative pressure could not be applied when the negative pressure was applied. The pinhole was observed. The drain has been removed. No sample will be returned. There were no adverse consequences to the patient. Further details are not provided. Additional information has been requested.

Manufacturer narrative:
(B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information has been requested, however, not received. If further details are received at a later date a supplemental medwatch will be sent. ¿ was leakage observed? ¿ please provide the source or name and title of external person providing answers to follow-up. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. Was leakage observed? Unk. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.